Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has received multiple, intermittent auto off alarms. The customer accidentally left this alarm on when it was supposed to have been turned off. Tandem technical support (cts) guided the customer in changing the setting to off for the auto off alarm. Additionally, the customer received an occlusion alarm. In order to resolve the occlusion alarm the customer changed their cartridge, infusion set and infusion set site. The customer's blood glucose levels were not impacted during these events. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.